Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
It was reported that the anchorage mtp plate locking screw did not lock and cut through the plate. Had to swap out the plate, caused 10 min delay.

Event description:
It was reported that the anchorage mtp plate locking screw did not lock and cut through the plate. Had to swap out the plate, caused 10 min delay.